Event description:
It was reported that the event involved a male pt while in the cath lab. Indication for use: to keep blood pressure and increase blood flow. The md attempted to insert the intra-aortic balloon (iab) through the teflon sheath via right femoral artery when the md felt resistance and could not insert fully into the teflon sheath. As a sheath, the iab and teflon sheath were removed together as one unit successfully. A new kit was opened, prepped per the instructions for use (IFU) and inserted through a new teflon sheath into the same insertion site (right femoral artery) successfully. The user did not feel any resistance during the insertion. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.